Manufacturer narrative:
A review of the image result files for initial testing showed that cell1 visually appeared to have slight red cell adherence with a fuzzy button. Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
Customer reported obtaining unexpected negative reactions on echo m01254 for a patient sample containing anti-k.